Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed what appears to be loss of capture (loc). This is a known behavior as presenting had been looking like this for some time. The device battery is in one year remaining phase and they will be revising the system at generator change according to health care professional (hcp). It looked like they had monitor only programmed for tachy therapy, the caller said they knew this. The lv lead remains in service. No adverse patient effects were reported.